Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields: b5, g2, and e1. Correction to h6 "component code" of the initial report, "841-imager" is being corrected to "4761-access port". A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although the reported event could not be reproduced, olympus confirmed foreign material in the device, and the foreign material was found to be tissue glue. However, the root cause cannot be identified. The event can be prevented by following the instructions for use which state: detection method is described in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonvideoscope's suction port had foreign material clogged inside of it. The issue occurred during the reprocessing of the device before an unspecified diagnostic event. The patient was not under anesthesia and there was no delay. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colon videoscope's suction port had foreign material clogged inside of it. The issue occurred during the reprocessing of the device before an unspecified diagnostic event. The patient was not under anesthesia. The procedure was completed using a similar device. There were no reports of patient harm.